Event description:
Recently we have had two pts have recurring admissions for dka. Both pts had type 1 diabetes and had been living in long term care facilities. They both were in facilities that used the b-d auto shield duo. (B)(4).